Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (serial #(B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic video hysterectomy surgery; the device experienced a jammed knife trigger when the surgeon pulled the trigger and the device did not seal uterine tissue of about 5 mm thick. Energy delivery and end tone were heard, but there was no re-grasp alert. The jaws of the handpiece were cleaned whenever necessary, and several good seals were completed before the problem occurred. The device worked for about 1 hour until the defect appeared. The device was plugged into a generator, and another device was used successfully with the same generator. No pieces of the device detached or fell off during the procedure. No patient complications have been reported as a result of this event.

Event description:
It was reported that during a laparoscopic video hysterectomy surgery, the device experienced a jammed knife trigger when the surgeon pulled the trigger and the device did not seal uterine tissue of about 5 mm thick. Energy delivery and end tone were heard, but there was no re-grasp alert. The jaws of the handpiece were cleaned whenever necessary, and several good seals were completed before the problem occurred. The device worked for about 1 hour until the defect appeared. The device was plugged into a generator, and another ligasure device was used successfully with the same generator. No pieces of the device detached or fell off during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device stopped working, knife blade did not advance or difficult to advance and the device was not sealing. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.